Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 between ¿9:00-9:30 p. M.¿ the patient stated she developed symptoms of ¿thirsty and tired¿. At 10:00 p. M. That same day, the patient tried testing her blood glucose with the subject meter but was getting the ¿error 1¿ message. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. At 11:00 p. M. The patient tested her blood glucose on another device (unknown type) and obtained a result of ¿311 mg/dl¿. The patient self-treated and took a bolus of humalog (4 units). At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported having symptoms prior to the start of the alleged issue therefore the meter could not have caused the alleged injury. In addition, there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.